Event description:
It was reported that on (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was implanted using an unknown delivery system. During the procedure, the activated clotting time (act) at the first check was 150 seconds, and an additional 5,000 units of heparin were administered. Following the procedure and reversal of conscious sedation, the patient did not awaken as expected and was noted to have elevated heart rate and blood pressure, with a lack of responsiveness to vigorous stimuli. The patient began to regain consciousness prior to leaving the procedure room and was subsequently sent for computed tomography (CT) imaging and admitted to the neurology floor for further monitoring. As of (B)(6) 2026, confirmation was received from the physician that the patient did not experience a stroke.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.